Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2022 that the patient had low flow alarms. A transthoracic echocardiogram (tte) revealed a small left ventricle with inflow cannula mispositioning. The inflow cannula was pointed posteriorly with papillary muscle involvement. The patient's pump speed was reduced with minimal response. The patient was planned to be transferred for a heart transplant evaluation. It was additionally reported on (B)(6) 2022 that the patient's doctor requested for a low flow software upgrade to mitigate alarms. Log file analysis reported on (B)(6) 2022 revealed multiple low flow events on that date when pulsatility index (pi) was elevated.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a heart transplant after being elevated on the transplant list due to low flow alarms related to cannula mispositioning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula malpositioning could not conclusively be determined through this evaluation as no images were provided by the account. The controller event log file contained data on 05jan2022 spanning from 06:47:58 to 14:19:13, per the timestamp. From the beginning of the log file to 07:45:25 the estimated flow typically hovered around 2.5 liters per minute (lpm). Numerous low flow events were captured during this period, several of which progressed into low flow alarms. Beginning at 8:42:15 and occurring for the remainder of the log file, the estimated pump flow typically hovered around 3.5lpm. No other notable alarms or unusual events were captured. The pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 outlines speed, power, flow, and pulsatility. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 5 of this document outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.